Event description:
Initiator reported that back to back tests performed on the family member's surestep meter were 103 and 43 mg/dl (82% diff.) Control solution test result (121) was in range (92-138). The meter was not cleaned according to manufacturer's product recommendations. No symptoms were reported. There was no allegation of harm.